Event description:
Information received from the field notes that measured data reported values lower than the programmed values for both atrial and ventricular pulse amplitude. The magnet rate indicated rrt conditions. The patient had an under- lying rhythm.